Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 789 mg/dl and a large ketone level identified as dangerous. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline bags. Reportedly, the customer was still hospitalized, however customer indicated that the issue was resolved and there was permanent damage sustained.